Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the expiration date and device manufacture date are unknown. Block h6 (device codes): medical device problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. Block h6 (evaluation conclusion codes): conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: blocks e1, e2, and e3 have been updated based on additional information received november 08, 2021.

Event description:
Note: this report pertains to the spyscope ds ii catheter and spyglass ds digital controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii catheter and spyglass ds digital controller were used during cholangioscopy procedure performed in the gallbladder on (B)(6) 2021. During the procedure, the image of the spyscope ds ii catheter was intermittent. The image came on and then disappear. Sometimes, it showed dots, prompt to plug in the spyscope; other times, it was just black. They tried unplugging the spyscope catheter and reinserted back into the controller and this would work temporarily. They tried to test it with demo a scope and the picture was intermittent as well. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the expiration date and device manufacture date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the spyscope ds ii catheter and spyglass ds digital controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii catheter and spyglass ds digital controller were used during cholangioscopy procedure performed in the gallbladder on (B)(6) 2021. During the procedure, the image of the spyscope ds ii catheter was intermittent. The image came on and then disappear. Sometimes, it showed dots, prompt to plug in the spyscope; other times, it was just black. They tried unplugging the spyscope catheter and reinserted back into the controller and this would work temporarily. They tried to test it with demo a scope and the picture was intermittent as well. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.